Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump screen went from orange to blank. The reporter stated that the battery was replaced but the display screen will not come on. The reporter stated that the pump was beeping as if the pump is not primed, but cannot prime the pump due to the blank screen. The patient has discontinued pump therapy at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the display (blank screen) issue.

Manufacturer narrative:
Please note this report was sent as a duplicate to (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.